Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
A follow up supplemental was submitted to revise the following: under the evaluation codes revised the evaluated by mfg: box. Updated the code for the device not evaluated code box. Updated the device available for evaluation box. Updated the device returned to mfg date box.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported no power to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no activity outside of normal use observed in the black box or the alarm history. There was no power on reset (por) events observed during investigation. No damage was found to the battery compartment or battery cap. The battery cap secured tightly to the pump and maintained electrical connection. No power interruptions occurred during the investigation. No intermittent conditions were found to the power circuit. Unrelated to the complaint, the display screen was found to be dim upon start up of the pump.